Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 48 mg/dl, a loss of consciousness, confusion, and trace ketones. Cause of low bg level was unknown. Additionally, it was reported that the pump did not annunciate for a continuous glucose monitor (cgm) alert. Bg was treated via consumption of carbohydrates, and intravenous saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support, and declined to upload the pump for data review.